Manufacturer narrative:
Alleged failure: shaft insulation cracked, compromised, broke or breached (failed insulscan), electrode post cracked off the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be user misuse, excessive force, or improper sterilization methods. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.